Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 52 mg/dl. The event was corrected with oral intake of glucose tablets and peanut butter crackers. The user did not require outside assistance, medical intervention, or hospitalization. No long-term health effects were reported.